Event description:
Spoke with the safety officer on (B)(6) 2007. The device used in the procedure was an ees device product code (B)(4). The pt's pre op diagnosis was anastomotic stricture 1cm in length. The pt has a history of polyps, anal stricture, and intestinal obstruction. The anal stricture and intestinal obstruction had previously been treated with dilation. When the treatment was no longer effective, the pt underwent a low anterior resection in (B)(6) 2007. In addition, a rectal stent was placed in (B)(6) 2007. On (B)(6) 2007, the pt was admitted for anastomotic stricture and to redo a low anterior resection with possible ileostomy or colostomy. According to the operative records, the case was very difficult and the rectum was hard to mobilize and the rectum tissue was very thin posteriorly. The (B)(4) was inserted transanally after the pursestring had been placed to secure the anvil. When dialing the adjusting knob down to the correct setting, resistance was met and the needle indicator in the gap setting did not move. An attempt was made to fire the device and the device cut and did not staple. Further dissection was made to remove the tissue the device was fired across using a gia to transect the tissue. A second device was used in attempt to complete the anastomosis. The second device did not fire, as there was too much tension on the tissue. It is unk as to the cause of the tension. The device was removed and 2.0 prolene suture was used to close the rectum and a colostomy was created. The total time of the procedure was 10 hours. Due to the length of the case, the surgeon kept the pt intubated and sent to ICU. The intent was to send the pt to the ICU post operatively extubated. The pt remained in the ICU for two days and was then sent to a medical surgical floor for his remaining stay. The pt was hospitalized for ten days. According the safety officer, the (B)(6) hospital typically keep their pts longer post operatively, so it is unk if the pt's hospital stay was extended. The pt was discharged home on (B)(6) 2007. Additional info from the user facility report: this device was used in a surgical case to staple bowel. Reporter states: there was a problem with the eea stapler in that the tension detection did not work. The needle did not move into the tension zone at all. The stapler was attempted to be fired but the stapler did not discharge any staples. The stapler was removed from the rectum. A baker style anastomosis was attempted to be created at this point and the eea stapler was attempted to be fired again, however it seems there was too much tension on the anastamosis end and the stapler did not fire properly. Because of the long duration of the procedure, it was decided the pt would remain intubated and go to ICU. The manufacturer rep was contacted and will pick up the two contaminated staplers and packaging using proper technique for biohazard transport.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time. Additional info from the user facility report: (B)(6).